Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) notification, then the battery increased to ninety-seven percent. It was also reported that previously sensed markers had switched to being noise marked, and that therapy was delayed for ventricular fibrillation (vf). It was concluded that memory corruption had occurred and that there was interference from the patient's ventricular assist device (vad). Technical services (ts) was contacted, and ts noted the delay in therapy for the vf, likely due to the noise interference by the vad, but therapy was eventually delivered and the vf was converted. Ts also informed that the episode did not store due to programmer interaction as well as vat interference delaying time to storage. Ts recommended repositioning the electrode to reduce vad noise. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) notification, then the battery increased to ninety-seven percent. It was also reported that previously sensed markers had switched to being noise marked, and that therapy was delayed for ventricular fibrillation (vf). It was concluded that memory corruption had occurred and that there was interference from the patient's ventricular assist device (vad). Technical services (ts) was contacted, and ts noted the delay in therapy for the vf, likely due to the noise interference by the vad, but therapy was eventually delivered and the vf was converted. Ts also informed that the episode did not store due to programmer interaction as well as vat interference delaying time to storage. Ts recommended repositioning the electrode to reduce vad noise. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was surgically abandoned and replaced with an implantable cardioverter defibrillator (ICD) system. It was also noted the reported bd notification may have been a pd error. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) notification, then the battery increased to ninety-seven percent. It was also reported that previously sensed markers had switched to being noise marked, and that therapy was delayed for ventricular fibrillation (vf). It was concluded that memory corruption had occurred and that there was interference from the patient's ventricular assist device (vad). Technical services (ts) was contacted, and ts noted the delay in therapy for the vf, likely due to the noise interference by the vad, but therapy was eventually delivered and the vf was converted. Ts also informed that the episode did not store due to programmer interaction as well as vat interference delaying time to storage. Ts recommended repositioning the electrode to reduce vad noise. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was surgically abandoned and replaced with an implantable cardioverter defibrillator (ICD) system. It was also noted the reported bd notification may have been a pd error. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.